Manufacturer narrative:
The pump was returned assembled with the percutaneous lead intact. The sealed inflow conduit, sealed outflow graft, and the outflow graft bend relief were returned detached from their respective pump ports. The outflow graft bend relief collar was returned detached from the outflow graft nut. Visual inspection prior to disassembly revealed no evidence of adhered depositions or thrombus formations within the proximal end of the inlet stator or the distal end of the outlet stator. Examination of the rotor inlet upon disassembly revealed a thrombus formation surrounding the bearing ball of the rotor. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the pt. The tissue-like clotted blood found wrapped around the thrombus appeared to have developed acutely as it was both loose and instructed. Although the eval could not conclusively determine a cause for the development of the observer thrombus, the formation could have contributed to the reported elevation in ldh. Eval of the rotor revealed a deposition of tissue-like clotted blood with areas of denaturation between two of its blades. This deposition did not reveal any laminated layering suggesting that it did not form on the rotor. Although the eval could not conclusively determine the origin of the observed deposition, it could have contributed to the reported elevation in ldh. Examination of the outlet stator revealed a deposition of loose, unstructured blood. There were no contact marks on the distal section of the rotor to indicate that this deposition was present during support. Additionally, this deposition did not revealed any laminated layering and likely developed acutely as a post-mortem event. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulation loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process, the device functioned as intended. A review of device history records for this device showed no deviations from mfg of qa specs. No further info is available. The MFR is closing its file no this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt complained of "chest pain". An echo revealed a dilated left ventricle with aortic valve opening every beat. A reamp study was performed and could not adequately decompressed the left ventricle or close the aortic valve. A pump exchanged was recommended, however, the hospital desired to treat with medication. Medication was administered, but then the pt experienced shortness of breath, vomiting, headache, and became blue and experienced an intracranial hemorrhage. The pt was rushed to the operating room for a craniotomy with burr holes and ventriculotomy. Care was withdrawn and the pt expired.